Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient would like to check and adjust stim to address a return of symptoms. They reported going more than usual, they felt funny and their leg was shaking, and they were peeing a lot. The patient stated that "sometimes it's nerves" that make them have to go to the bathroom more often. They reported that if they turn up stimulation too much, then it will make their leg shake. The device had cut her symptoms in half where they were "going 70 times per day and now maybe only 30 times." The patent switched from program 2 at 0.6v to program 3 at 0.6v. They stated it felt like stim was going up their spine and on the right side of their buttocks, but stim is comfortable and patient would like to try this setting. Patient reported seeing the splash screen, they changed batteries and the issue resolved. Patient is using sunbeam super heavy duty. Patient services reviewed recommended batteries. Patient will monitor symptoms and follow up with their hcp if they do not resolve. Patient will buy recommended batteries.